Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a male who brought into the emergency room with lower limb weakness. The troponin-I results were: initial: 39.3 pg/ml, repeats: 14.0, 12.3 pg/ml (male cutoff: 34.2 pg/ml). There was no impact to patient management reported. No other specific patient information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. The complaint investigation for a false elevated architect stat high sensitive troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. The lot search review did not identify an increase in complaint activity for the issue for the lot 30410ud00. Trending was reviewed and did not identify any trends for the product for the issue. Worldwide data was obtained through customers in the field and was used to assess the performance of the architect stat high sensitive troponin-I assay. The review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. The device history records were reviewed and did not identify any non-conformances or deviations associated with the likely cause lot number 30410ud00 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 30410ud00 was identified.